Manufacturer narrative:
(B)(4). Final analysis confirmed the reported complaint had occurred as a result of low battery voltage. The cause for the battery depletion could not be determined.

Event description:
It was reported that the physician had difficulty interrogating the implantable cardiac monitor. The physician elected to explant and replace the device. The procedure was completed successfully and the patient was in stable condition post surgery.